Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that the helix was damaged during an attempt to implant a lead in the left bundle position.

Manufacturer narrative:
The lead was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that the helix was damaged during an attempt to implant a lead in the left bundle position.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.